Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20mmx2.3mm target lesion was located in the mildly calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm. The device was removed within the catheter. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the site of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the blades. All blades were present and secure in their pads. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20mmx2.3mm target lesion was located in the mildly calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm. The device was removed within the catheter. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.